Event description:
Catheter placed in surgery without fluoroscopy assistance. Catheter found to be 3 inches below the aortic arch via cxr. The balloon pump console alarmed helium loss after 14 hrs of pumping. Blood was noted in the extra-corporeal tubing indicative of a leak. The balloon was removed by a pa and another inserted.